Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (mr) with a grade of 3. An xtw clip (50327r1010) was inserted and grasping was performed. However, the leaflets were unable to be grasped. It was noted the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, a chordal rupture was observed. Therefore, the clip was removed and replaced. An xt clip (50416r1007) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported positioning failure associated with leaflet grasping and difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in unspecified tissue injury (chordal rupture) appear to be related to patient conditions (redundant leaflets with heavy chordal presence) and challenging imaging. Image resolution poor was attributed to patient and procedural conditions, as difficulties visualizing the clip during the procedure were reported due to suboptimal imaging quality and challenging patient anatomy. Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.